Event description:
It was reported that during a routine follow-up, the device was found to be in back-up operation. The measured battery data was 2.68 v, 10 ua, 10.6 kohms with an estimated remain- ing longevity of two months. In april 2006, the measured battery data was the same, but the estimated remaining longevity was one year. Several download attempts were unsuccessful.